Event description:
Additional information received stating the device went into backup mode due to event que overflow.

Event description:
During a clinic follow-up, the device was found in backup mode. Abbott technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable.